Manufacturer narrative:
A visual inspection of the returned device revealed that the distal end of shaft was curved and slight kinks were noted along the outer sheath where the stent was mounted. During analysis, it was possible to retract the distal handle and deploy the stent without issue. The cause of the damage is undetermined, however the most likely cause is operational context. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2008 that a rx wallstent biliary endoprosthesis was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed a week prior (patient gender, age, and weight are unknown). Following deployment of the rx wallstent biliary endoprosthesis, the stent failed to expand. The physician completed the procedure with a "plastic rx stent" (MFR unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."